Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to fluid loss from the device resulting in the patient experiencing recurring incontinence. A new aus device was implanted.